Event description:
There was an allegation of questionable glucose results for one patient from accu-chek inform ii meters. On (B)(6) 2022 from accu-chek inform ii meter serial number (B)(4): at 20:41, the result was 601 mg/dl. At 20:43, the result was 317 mg/dl and was believed to be correct. On (B)(6) 2022 from accu-chek inform ii meter serial number (B)(4): at 19:52, the result was 601 mg/dl. At 19:54, the result was 201 mg/dl and was believed to be correct.

Manufacturer narrative:
Quality controls were performed and were acceptable. The meter and strips have been requested for return. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Manufacturer narrative:
No product was returned therefore no further investigation was possible.